Event description:
An optometrist reported a patient with flap striae in the right eye one week following lasik treatment. The patient reported a foreign body sensation and slight blur four days following surgery. The flap was lifted, rinsed and the interface returned. A bandage contact lens was placed on the eye an there were no complications. The patient was treated with steroid drops and scheduled to follow up the next day. During follow up with the optometrist, she indicated the event had resolved with treatment. The patient was doing well.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).